Event description:
It was reported that a trochanteric fixation nail (tfn) broke post-operatively at the point of junction with the helical blade. The patient also experienced a non-union. The broken hardware, which was originally implanted during an open reduction internal fixation (orif) procedure of the left hip approximately five (5) years ago, was removed with revision to a total hip arthroplasty on (B)(6) 2015. All fragments were reportedly retrieved and the procedure was successfully completed without prolongation. This report is for one (1) unknown helical blade. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Date of reported non-union is unknown. This report is for one (1) unknown helical blade. Original implant procedure was reportedly five (5) years ago. Device returned to patient and not available for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.